Manufacturer narrative:
A manufacturer lot code was not provided. With no means to ascertain the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.

Event description:
The consumer stated that during removal, 7 u by kotex click tampons came apart leaving pieces behind. Consumer reported unusual bleeding/discharge, fever and a uti infection. She has not sought medical attention but plans to.